Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the rca. The patient suffered nstemi with fast atrial fibrillation and was treated with medication and recovered. The investigator assessed the event as not related to the index device. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication. Cec adjudicated the mi as a 3rd udmi spontaneous non-q-wave mi of an unknown vessel and commented "cp with minimal trop elevation, no cath performed"